Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and subsequently escalated to an impella 5.5 device. The pump was implanted; however, issues were encountered with the 23fr sheath being delivered and kinking. The team had to place a new graft lock to achieve hemostasis. The pump supported the patient for a total of 6 days and was then weaned and explanted. The patient was reported to be in stable condition following the event and explant of the device.

Manufacturer narrative:
The investigation has been completed. The product was not returned for investigation. According to the provided clinical details, the bleeding was resolved after applying an extra graft lock past the introducer kink. The patient was reported to have a tortuous vessel condition. The introducer damage failure mode was removed since it was addressed as the root cause of the access site bleeding against the axillary insertion kit. The cause of the access site beleeing issue was most likely introducer sheath kink due to patient tortuous vessel condition, based on provided clinical detail. B.1 revised to only reflect adverse event since the initial manufacturer device report number 1220648-2025-26124 was submitted due to investigation results. B.7 revised as information was previously reported incorrectly on the initial manufacturer device report number 1220648-2025-26124. H.6 revised component code as previous code was reported incorrectly on the initial manufacturer device report number 1220648-2025-26124. Revised medical device problem code since the initial manufacturer device report number 1220648-2025-26124 was submitted due to investigation results. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2025-26124 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.